Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot , part: 314.453, lot: 8612465, manufacturing site: hägendorf, release to warehouse date: 28.october 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil. Selected flow: damage / worn. Visual investigation: the tip of the distal t8 tip is intact but worn, the stardrive flanks are rounded. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown surgery using a variable angle-locking compression plate (va-lcp) distal humerus plate, the surgeon tried to apply torque to a screwdriver shaft in question for inserting an unknown locking head screw into the distal hole of an unknown plate. At that time, the screwdriver shaft was unstable on the screw head, and the screwdriver shaft moved on the screw head wherein the screwdriver shaft was about to strip the screw head. Then, the surgeon thought that this situation was due to a technical error. However, the same event occurred when the surgeon tried to insert another unknown screw with screwdriver shaft. Thus, the screwdriver shaft was replaced to another one, then, screw insertion was done properly. It is unknown if there was surgical delay. The surgery was completed successfully. There was no adverse consequence to the patient. The surgeon commented that the tip of the first screwdriver shaft might have been worn away. Concomitant devices reported: unknown va-lcp distal humerus plate (part# unknown, lot# unknown, quantity 1), unknown locking head screws (part# unknown, lot# unknown, quantity 2) . This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for complaint (B)(4).